Manufacturer narrative:
The actual device involved in the event was not returned and the lot number was not provided, as a result, we are unable to test the dialyzer involved in the incident.

Event description:
During hd on an adult patient, there was an internal and external dialyzer blood leak. The machine alarmed blood leak detected. In addition, blood was observed leaking out of the top of the dialyzer. The patient had an estimated blood loss of 200 ml, he was not symptomatic and did not require any medical intervention.